Event description:
It was reported that the back screw came out of the saw. No add'l info has been received to date. It is unk if there was any pt involvement.

Manufacturer narrative:
The device has not yet been received by the MFR. The device has not yet been received by the MFR for investigation. When the investigation is complete, a follow up report will be filed.